Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-feb-05. It was reported that the patient¿s pump stalled and recovered again and they were contemplating that the stalls are being caused from the patient utilizing their pc on their lap where the pump is located in patient's body. Troubleshooting was performed with the caller, reviewing pertinent information per the caller's inquires. The rep will confer with the hcp. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that a patient's laptop turned off the pump. A motor stall was seen at interrogation. The patient did not recently have an MRI. No symptoms were reported. The event date was unknown. There were no further complications reported at this time. Additional information was received from a hcp. It was reported that the event date was (B)(6) 2019. The patient did not experience symptoms related to the motor stall. The motor stall resolved spontaneously. It occurred a second time about 2 weeks later. None had been observed since then. The hcp thought it may have been caused by the patient's laptop. The device was still implanted. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-mar-05. It was reported that the cause of the motor stall was not determined. There was no MRI at the time of the stall. It was stated that the issue ¿resolved on its own.¿ the patient¿s weight was reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was intractable spasticity. It was reported that a motor stall was seen at initial interrogation. It was unknown if the patient recently had an MRI. Pump status and/or event log reported a motor stall occurred. The pump stalled at 02:30 on (B)(6) 2019, and recovered 5 minutes later. It was recommended to monitor the pump and check pump logs for future motor stalls. There were no symptoms reported. There were no further complications reported/anticipated.